Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to broken or loose components on the main body, additional findings were as follows: the image was completely dark; outer tube was damaged at the proximal end; color ring at the eyepiece is loose; the labeling sleeve was assembled in the wrong way; drying ring and balancing ring were missing; and indentations near the main body were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to improper handling by user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic transurethral resection procedure the telescope "oes elite", 4 mm, 30°, hd, autoclavable had blurring of the endoscope image. There was a short delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that there were broken or loose components on the main body. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.